Event description:
It was reported the patient is experiencing pain at the ipg site. As a result, the patient presented to the hospital for a CT scan which confirmed hematoma at the site. Reportedly, the issue will be allowed to heal naturally. No interventions are planned. A company representative will follow-up will the patient as the next course of action.

Event description:
Additional information revealed the company representative followed-up with the patient on (B)(6) 2018 and the patient is doing much better.